Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The unit failed the mdu-5 plus basic functional test. By removing the lemo cable, the backplane pcb and mcu pca boards with known good lemo cable, backplane and mcu boards the error persist. The most probable cause of the failure is a defective clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-02714 and 2134265-2015-02713. It was reported that automatic pullback failure occurred. The 74% stenosed target was located in the mildly tortuous and mildly calcified right coronary artery (rca). During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. After predilation with a 3.0mm x 15mm maverick balloon catheter, percutaneous coronary intervention was performed without issue. However, it was noted that the automatic pullback stopped and the system gave an error message. Several attempts were made but same issue occurred. Manual record was performed and the procedure was completed with this device. No patient complications were reported and the patient's condition was stable.

Event description:
Same case as MDR ID# 2134265-2015-02714 and 2134265-2015-02713. It was reported that automatic pullback failure occurred. The 74% stenosed target was located in the mildly tortuous and mildly calcified right coronary artery (rca). During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. After predilation with a 3.0mm x 15mm maverick balloon catheter, percutaneous coronary intervention was performed without issue. However, it was noted that the automatic pullback stopped and the system gave an error message. Several attempts were made but same issue occurred. Manual record was performed and the procedure was completed with this device. No patient complications were reported and the patient's condition was stable.